Event description:
Same case as MDR ID#:2134265-2013-07084. (B)(4). It was reported that chest pain occurred. In (B)(6) 2013, the subject's qualifying condition was myocardial infarction with unstable angina. Elevated biomarkers indicated the presence of ischemia prior to the procedure and the subject was referred for urgent cardiac catheterization. The index procedure was performed. Target lesion #1 was located in the mid left anterior descending (lad) artery with 99% stenosis and was 24 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 38 mm study stent with 0% residual stenosis. Target lesion #2 was located in the 1st obtuse marginal branch with 80% stenosis and was 8 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 12 mm study stent with 0% residual stenosis. Seven days post procedure the subject was discharged on dual antiplatelet therapy. In (B)(6) 2013, the subject experienced chest pain and was hospitalized on the same day. The subject was treated with medication.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).